Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 08/31/2011 and 09/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).